Event description:
It was reported that the lead was also infected and would be explanted. The production records for the lead showed that the device was sterilized prior to distribution. No surgical intervention has occurred to date. No additional information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported the patient's generator was explanted due to infection. A review of device history records was performed, which indicated that the device passed all specifications, including quality control inspection, and showed no non-conformities prior to release into the field for distribution. No other relevant information has been received to date.